Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 3000 mcg at 800 mcg/day. The indication for use was not reported. It was reported the patient experienced withdrawal symptoms. When the pump logs were checked, they revealed a motor stall. The patient was given oral baclofen, admitted, and monitored in the hospital. The pump was replaced. The pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. It was noted the pump was less than a month from end of service (eos), so it was thought the pump may not have been faulty. Rather, the date for replacement surgery was not soon enough. There were no [additional] environmental, external or patient factors reported that might have led or contributed to the event. The patient¿s weight and medical history were unknown. The implant date was unknown. The explant date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the logs showed the pump had less than one month left before end of service (eos). No further medical history relevant to this event was available.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.